Event description:
Caller reported a malfunction on a pump, which caused the customer's blood glucose to exceed 500 mg/dl, displaying a "high" reading. Correction injection via multiple daily injections (mdi) was performed by the customer, with no third-party assistance required. Technical support provided information on how to reset the pump, assisted with the reset, and instructed the customer to call back if the issue reoccurs. After resetting, the malfunction did not recur, and the customer was permitted to continue using the pump.